Event description:
During left shoulder arthroscopy the acufex disposable cannula broke in two inside the shoulder. It took 15-20 minutes of add'l surgery time for dr. Levin to retrieve the piece in the shoulder joint.